Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that their infusion set had been having high blood glucose all day. Customer's blood glucose was 400 mg/dl. The customer was assisted with high blood glucose by health care professional. The customer was treated with updated basal settings and set change. No product is expected to return for analysis.